Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the black box showed a drastic voltage drop leading to a replace battery (cs128) alarm on 01/11/2014. All electrical currents draw were out of specifications and the pump felt warm during a 24hr duration test. The pump¿s cover was removed and moisture corrosion was observed internally. An ez-prime sequence was performed correctly. Unrelated to the original complaint, the display contrast was dim and pinkish. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump became very warm to the touch and the battery was hot when removing it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.